Event description:
It was reported that a revision surgery was performed due to the disassociation of the femoral head from the bipolar liner. The pt initially fell and dislocated the prosthesis from the acetabulum. During a subsequent closed reduction, the femoral head disassociated from the bipolar liner.